Manufacturer narrative:
From the device history record, lot number 200409-14-sh was finished on 05th may 2020. No exception was recorded in the device history record that could lead to the reported incident. There is no occurrence reported in the past 12 months for this lot and product. No sample was available for this investigation. Therefore, the root cause could not be determined for this report. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, however, we will continue to monitor the trend of this type of incident. According to supplier, or towel is made of cotton, so cotton fiber is born. Supplier continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process the suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38 g/10 pieces). In the folding process, supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer.

Event description:
Based on information received from the customer, there was reportedly a considerable amount of blue lint being introduced into the or theatre via towels. The procedure was open heart surgery- coronary artery bypass gratfs and there was no injury to the patient.